Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet bionic pancreas, with metrics indicating 5.9% low and 3.5% very low, and follow-up attempts were unsuccessful after initial training. Symptoms included hypoglycemia. Outcomes included effects that could not be further characterized. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, with no identifiable device problem or component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental report will be submitted.